Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a red rash on the back with no open or broken skin. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed benadryl for the rash. Follow up indicated that the rash improved.